Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a revision surgery on the (B)(6) 2021 to have the abi (auditory brainstem implant) paddle repositioned. During the same procedure a ci was also implanted on the same side. Post-operative meningitis was reported.

Event description:
The user underwent a revision surgery on the (B)(6) 2021 to have the abi (auditory brainstem implant) paddle repositioned. During the same procedure a ci was also implanted on the same side. Post-operative meningitis was reported. As of information received on the 15th april the user is fully recovered.

Manufacturer narrative:
Additional information: according to the information received, simultaneous ci implantation and abi repositioning surgery have been attempted in an abi user affected by neurofibromatosis type 2 (nf2). After the revision surgery the recipient suffered from meningitis. Post-operative meningitis represents a rare complication in both ci and abi implantation, especially in the presence of csf gusher/leak during surgery, as reported in the present case. The recipient fully recovered. The device remains implanted but is currently not in use as the recipient is using the abi.

Manufacturer narrative:
Additional information: according to the information received, simultaneous ci implantation and abi repositioning surgery have been attempted in an abi user affected by neurofibromatosis type 2 (nf2). After the revision surgery the recipient suffered from meningitis. Post-operative meningitis represents a rare complication in both ci and abi implantation, especially in the presence of csf gusher/leak during surgery, as reported in the present case. The recipient fully recovered. The device remains implanted and the recipient will be monitored by the clinic.

Event description:
The user underwent a revision surgery on the (B)(6) 2021 to have the abi (auditory brainstem implant) paddle repositioned. During the same procedure a ci was also implanted on the same side. Post-operative meningitis was reported. As of information received on the 15th april the user is fully recovered. The clinic will observe the users progress for a year, at this time revision or explantation is not considered.